Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. The balloon was initially inflated at 4 atmospheres (atm) for 5 seconds. However, during second inflation at 6 atm, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient condition was good.